Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint was for a system error 2240 (air in set) and the cause was not identified because the disposable set was not returned to baxter for evaluation, lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the reported event.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) that occured during drain 2 of 5 on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to cycle power and the hc alarmed 2367. The hc proceeded to press go to start. The tsr instructed the hp to start over with all new supplies or perform capd to complete therapy, and to inform the registered nurse (rn) of the system error 2240. There was patient involvement. No patient injury or medical intervention was reported.